Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-22 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The issue of the f-22 alarm was identified during visual inspection and functional testing. The cause of the condition was determined to be a damaged printed circuit board assembly (pcba). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.